Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during intraocular lens (iol) implant procedure, the plunger slipped over the implant, despite filling the cartridge with viscous. The surgery was completed by using unspecified replacement iol. No patient impact was reported.